Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient experienced an infection. It was also reported, the patient wasn't getting much therapeutic effect. No further symptoms or intervention was reported. It was unclear which devices were involved with each event. Additional information has been requested; a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2010-02758.